Event description:
Related to MFR report # 2183959-2011-00402. Pt was implanted with a apogee on (B)(6) 2008. Hours after surgery, there was internal bleeding that required 4 blood transfusions. There was a prolonged hospital stay and the vaginal incision had to be cauterized. Months following the surgery, it was indicated that the pt had lower left pain. "The mesh began protruding through vagina within six months, painful and difficulties with sex. Lower left pain continued to get worse. Severe pain still persists in the pt's lower left side. The pt has problems with her bowels and never feels the urge to urinate. Surgery to remove the perigee is scheduled in 2011.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.